Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. A manufacturer represented confirmed that the ipg was not communicating with external devices. The patient reported notable physical trauma having occurred some years in the past. Surgical intervention may take place at a later date to address the issue.